Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen with concentration 500 mcg at dose rate of 100.1594 mcg/day via an implantable pump. It was reported that the patient had a baclofen pump implanted on (B)(6) 2024, and they presented to the emergency department with a fistula at the level of spinal surgical wound. The patient required hospitalization / prolonged hospitalization. An urgent wound revision was performed on (B)(6) 2024. Nothing changed to implanted material. The outcome of the event was resolved without sequelae as of (B)(6) 2024. The device diagnosis was indicated as not applicable. The clinical diagnosis was fistula at the level of the spine pocket. Regarding etiology, the event was not related to the device/therapy and was possibly related to implant procedure; the incision site/device tract was the lumbar site.